Manufacturer narrative:
A specific root cause could not be identified. From the provided calibration and qc data, a general reagent issue can likely be excluded. The most probable root cause was an issue with the pre-analytic handling of the sample. A secondary tube was used for the measurements and an air bubble present on the surface or droplets on the side of the tube wall could cause erroneous pipetting. The provided alarm trace contained an abnormal sample probe movement and aspiration event around the time of the event which indicated pipetting errors.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low elecsys free psa immunoassay, elecsys total psa immunoassay, and elecsys tsh assay results for one patient sample. Of the data provided, only the results for tsh were discrepant. The initial result was 0.057 uui/ml. The repeat result on (B)(6) 2017 on another cobas analyzer was 3.46 uui/ml. This result was believed to be correct. Information concerning if the erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 245088. The expiration date was requested but was not provided. The field service representative checked the analyzer and adjusted the probe tension. No further issue was reported by the customer.